Event description:
Pt reported that their one touch basic enhanced meter was reading inaccurately low. Pt got low readings in the 50's on their meter. They had low symptoms of slurred speech, and numbness which matched their low readings. Paramedics were called and their meter also gave low reading in the 40's. There was no meter malfunction because the check strip test passed on the meter. During troubleshooting, the control solution test failed twice. The test strips and control solution were in good condition. The code of the test strips matched the code on the meter. This case is reported as a strip malfunction since the control solution test failed twice.